Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Unable to verify low battery alarm or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had batteries end fast. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.